Manufacturer narrative:
(B)(4) no product malfunction. The product pertaining to this complaint was not returned for evaluation. Based on the complaint history, the root cause of the event has been determined to be due to pt moving during surgery and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon used a micl 13.2mm implantable collamer lens. As the surgeon was advancing the lens towards the eye, the pt moved. The lens was not inserted into the eye, but the cartridge tip did touch the eye. No pt injury. The surgeon did not want to use this lens and decided to start with a new lens. Another same model and size lens was implanted. Reporter stated there was no product malfunction. This event was due to the pt moving.